Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, four heartstring seals cracked, while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No other patient complications were reported by the hospital. This report is for the fourth seal that cracked.

Manufacturer narrative:
The patient and device codes in h10 were coded by the manufacturer. After the procedure, the hospital discarded the product. Since the product was not returned to guidant caediac surgery for evaluation it will be difficult to confirm the reported problem.